Event description:
Baxter homecare services customer service specialist left a voice message for corporate product surveillance on (B)(4) 2012 to relay report received on the same day from the home patient's (hp) peritoneal dialysis registered nurse (pd rn) who stated that one automated pd set with cassette 4 prong, lot number h10f10061, that the hp ''received at training'' on a dummy tummy leaked because ''one piece of the tubing was not attached'' on an unknown date. No further information is available at this time. Baxter contacted the caregiver (cg) on (B)(4) 2012. The cg stated they had no further information and to contact the rn. No patient injury or medical intervention was reported. Baxter contacted the rn on (B)(6) 2012. The rn stated the following: one of the supply lines was disconnected from the seam of the cassette. The sample was available and requested. There was no patient involvement as the nurse was training the patient with a dummy tummy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown, therefore, no evaluation could be performed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The problem was not confirmed and the cause was undetermined due to the sample not being returned.